Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. The information included in b5 was inadvertenly omitted from the initital medwatch report. Please see updates to b5, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the loss of image was unable to be identified. The event can be prevented by following the instructions for use which state: ¿[6.3 connection of an endoscope] ·make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. ·connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed. ·do not touch any of the electrical contacts inside the videoscope cable connector socket of the video system center. Otherwise, the video system center may malfunction. ·before connecting or disconnecting the endoscope, videoscope cable, oes video converter, or camera head, be sure to turn off the video system center. Otherwise, the ccd may be destroyed, and the image may not be displayed. ·do not apply excessive force to the videoscope cable, the camera head, or the oes video converter by bending, stretching or crushing it. Also do not pull a bundle of camera cables, as this may cause internal wire disconnection.¿ olympus will continue to monitor field performance for this device.

Event description:
The image failure occurred during a diagnostic procedure. The procedure was completed using a similar delay without delay. There was no patient harm or consequence reported as a result of the event.

Event description:
The customer reported, the evis exera iii video system center displayed blurry image. And the screen went black. The event occurred, during a diagnostic procedure. And there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.